Event description:
The facility reported an infusion pump that delivered a potassium bolus (overinfusion) during patient infusion. The facility stated that the pump was set to infuse at 40cc/hr in the piggyback mode. The attendant returned to the patient's room approximately 20 minutes after start of infusion and noticed that the bag was empty. The screen showed that only 17.4cc had been infused at the time. The medication was potassium chloride (kcl) 20 meq in 150 ml of normal saline (ns) with total volume of IV bag of 160 ml. According to the hospital rep, no patient injury or medical intervention had been reported related to the device. The biomedical director speculated that this event may have been caused by use error. No add'l info or contact was available.

Manufacturer narrative:
The device has been requested by baxter for eval but has not yet been received. Should the pump be received for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available.